Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that she was hospitalized on 08/08/2016 due to a high blood glucose level of 512 mg/dl and large ketones. In the hospital, they removed the insulin pump and gave her a correctional dosage with a syringe. The customer could not feel her face and was having trouble seeing. The customer was wearing the insulin pump at the time of hospitalization. The act button on the insulin pump was not always responding. The reservoir took longer to fill. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act button dome switch. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no unlocked j2 lcd keypad connector during our visual inspection. The insulin pump passed the displacement accuracy test.